Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient experienced a hypoglycemia event on (B)(6) 2025 at 1:00pm due to possible sensor inaccuracies. The sensor glucose (sg) reading was 120 mg/dl whereas blood glucose (bg) value measured was 50 mg/dl. The patient complained that eversense e3 cgm system did not provide low glucose alerts. The patient self resolved the event by eating something. No medical assistance was required.

Manufacturer narrative:
The user reported experiencing a low glucose event. An example provided was on (B)(6) 2025 at approximately 1:00 pm, with sg 120 mg/dl and bg 50 mg/dl. A review of in-vivo glucose data showed that on (B)(6) 2025 at 12:52 pm, the user's sg was 86 mg/dl, with a bg of 50 mg/dl recorded at 12:55 pm. The sg was trending downward and aligned more closely with the bg value within 15 minutes. Alert history review confirmed that the user received a low glucose alert at 1:07 pm when the sg reached 60 mg/dl. The user did not seek medical treatment and resolved the event by eating food. The user's hcp was not aware of the event, and the user was advised to contact their hcp for medical guidance. In the associated sensor inaccuracy case inclusive of this event, a review of in-vivo data revealed transient optical instability in the reference channels during the reported timeframe. The system was in the early-wear stabilization phase following sensor insertion on (B)(6) 2025, and the observed instability was potentially related to the in-vivo state of the sensor hydrogel. The user was unresponsive to multiple follow-up attempts. Review of data from the two weeks following the event demonstrated good agreement between sg and bg values, and the user was advised to continue using the system. H6. Type of investigation updated to 4121 h6. Investigation findings updated to 3224 h6. Investigation conclusions updated to 22.